Manufacturer narrative:
Device evaluation summary the device returned with the graft deployed and the handle disassembled. Twisting was visible on the graft cover 28.0 ¿ 30.0cm from the graft cover tip. The taper tip was deformed and damaged. The reported deployment difficulties could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted in the endovascular treatment of an thoracic aortic dissection that was up to the external iliac artery. It was reported that during the index procedure, the vamf3030c200te stent graft was introduced after the guide wire was inserted, however deployment issues was encountered. The device was removed and the physician attempted to troubleshoot, but the stent still could not be delivered. The procedure was completed with another stent graft. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.